Manufacturer narrative:
The skull clamp assembly and torque screw were evaluated and tested. Both devices performed within specification - no discrepancies were observed. It appears that user error may have caused or contributed to the event, either by not pinning the patient correctly or inadvertently setting the force on the torque screw too low. Data is not available from the hospital to assess the specific application of the skull clamp to this patient.

Event description:
A (B)(6) female patient was undergoing cranial surgery. Or personnel stated that the torque screw pressure on the hfd100 skull clamp assembly was set at 60 lbs. During the surgery, the mr tech observed that the patient's head moved. Or personnel checked for any type of injury, but there were no cuts or lacerations observed. The pressure was re-checked and it was noted that the pressure was reading 30 lbs. The pressure was increased to 60 lbs. And the pressure remained stable for the remaining duration of the surgery.